Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose events, including a nadir of 42 mg/dl with approximately 45 minutes spent below range, after adjustments were made to the ilet target range; the user noted nighttime lows and perceived the system to be aggressive with corrections despite no insulin administration during a sensor data gap, and treated episodes with oral glucose and food without back-up therapy or professional intervention. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities without long-term impairment. Investigation included complaint intake review and troubleshooting with education and creation of a follow-up task for the field team to review the recent therapy setting changes. Investigation of this case revealed no device alarms or hardware malfunctions reported and an unclear root cause for the hypoglycemia given possible contribution from automated correction behavior and cgm data gaps. It was concluded, based on previously established findings for similar reports, that the cause was unclear.